Event description:
My flowflex antigen test was faintly positive, but I had no symptoms and had three negative molecular covid tests (2 color pcr tests at my school and 1 lucira at-home test) within 24 hours of taking this test, implying that the anyone test was a false positive.